Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. Upon initial evaluation of the device, the customer¿s complaint was confirmed and likely caused by a faultycable unit. In addition, it was found the focus ring is deteriorating and there are hairline cracks. If additional information becomes available following the investigation, a supplemental report will be filed.

Event description:
It was reported a 4k camera head was being prepped for a procedure. The user reports loss of image, only color bars were visible. No patient involvement/impact.

Manufacturer narrative:
Additional information has been received for this event. Device evaluation has also been completed. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, e2, e3, g4, g7, h2, h3, h4, h6, and h10. The intended procedure was completed with another ch-s400-xz-eb of unknown serial number. The manual for the product and manuals of all other equipment that was used was followed. It was confirmed that the device was compatible with the ancillary equipment being used. The instructions for reprocessing "reprocessing: general policy¿ chapters 5 through 8 are being followed. The device was inspected prior to use. No damage or abnormalities were observed. The device is being stored in a sterile container. The camera cable did not appear to be damaged. Debris was wiped off with a lint-free cloth moistened with 70 percent ethyl or isopropyl alcohol. There were no kinks, twists or buckles in the cable cord. It is unknown whether the connection was secure. There were no errors, warnings, alarms or alerts. The device just started showing color bars. The reported issue for the device was only color bars for image. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. There is no repair history for this device. Upon inspection and testing, it was observed that the device yielded only color bars. This is attributed to the faulty cable unit. Incidental findings are deteriorating focus ring with hairline cracks and rear cover labels erased. The damage to the cable is likely to be due to the handling of the user. The instructions for use includes the following statements that will prevent the image issue: · do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. · never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. · never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. · do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. · never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. · never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.